Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient with an indeterminate endoleak (possible type 1b-from afx). Physician elected to do an off label three vessel snorkel using three (3) non-endologix stents and two (2) afx cuffs to repair a type 1a endoleak from a non-endologix stent graft. At the conclusion of the procedure, the type 1a endoleak was not resolved on the non-endologix stent and the indeterminate endoleaks (possible type 1b-from afx). A follow up 30 day CT will be performed to determine if intervention will be needed. Patient status is good and is currently being monitored.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: the type ib endoleak of the cuff and unresolved type ia endoleak. The complaint is most likely user related (off-label). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in good condition and currently being monitored. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).